Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review by third party hcp states that right total knee arthroplasty without hardware failure or loosening was seen. Small to moderate joint effusion was also seen. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01999

Event description:
It was reported the patient underwent a right knee arthroplasty on an unknown date. Subsequently, the patient was revised due to knee pain. Attempts have been made and no further information has been provided.